Event description:
This report is being filed due to recurrent tricuspid regurgitation, possibly device related. Crd_946 - triluminate pivotal patient ID: (B)(6) it was reported that on (B)(6) 2023, the patient presented with functional tricuspid regurgitation (tr) grade 5, with 5 leaflet anatomy (2 anterior and 2 posterior leaflets). 4 triclips had been successfully delivered and deployed, reducing the tr to grade 3. On (B)(6) 2024, recurrent severe tr was noted. Per physician, the event was not serious. There was no unplanned or additional hospitalization and no treatment provided. There was no device malfunction reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H2 correction: h6 - health effect-clinical code 4453 removed. H6 - health effect - impact code 4614 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unrelated recurrent tricuspid regurgitation was unable to be determined. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received: per physician, the recurrent tricuspid regurgitation was unrelated to the triclip device. There was no device malfunction and no tissue injury associated.